Event description:
Baxter received a report that the uv spike was broken because of mis-spike. The set had been used for 80 days. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: baxter received one used set (no titanium adapter returned) into the lab in reference to cracked/broken. Set was visually inspected and noted that the spike was broken completely off at base of spike. The broken portion of the spike was white in color. No other visual defects were noted. The reported condition was confirmed in the lab.